Event description:
It was reported that low readings of pace/sense impedance and high voltage impedance were seen before a device upgrade. There was also external noise and a ventricular fibrillation (vf) episode that charged but the shock aborted and appeared to be external noise. No changes were made, as the lead measurements were not a sudden drop and both episodes of noise were detected on the same day, which appear to be from external noise. There were no adverse health consequences, the patient was stable.